Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The patient reported that the adhesive caused her to develop a rash which led to bruising and scarring. After speaking with a doctor, it was determined that the skin reaction was caused by moisture leaking into the sensor site while the patient showered. It was recommended that the patient use iv3000 as a barrier and hydrocortisone cream to dry the site of the reaction. No additional event or patient information is available.